Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 60mm thoracic aneurysm. It was reported during the index procedure when the physician was ballooning at the junction/overlap between the 1st and 2nd stent grafts it was noted that the proximal edge of the graft was noted to be 1cm distal from the original position after initial successful deployment. At this time the mean arterial pressure was noted as 82 and the physician requested that it be lowered to 60. The physician then implanted a 3rd navion stent graft (37x37x174) back up to the intended position at the lsa and the event resolved. It was reported that there was nothing unusual regarding tortuosity and plaque within the anatomy. Per the physician the cause of the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.